Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had a missing piece. The customer's blood glucose was unknown. The customer states the sensor would not connect and noticed the cannula was shorter than usual. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. See attached file for results. No bent cannulas were observed during analysis. No broken or missing parts were observed during analysis. Found all sensors with no broken cannulas.